Event description:
Allegedly revised due to neck fracture. The stem and cup appeared to be well fixed. High activity level. Patient is a weight lifter. Pt. Allegedly leg presses 500lbs a week.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.